Event description:
Procedure type: transabdominal preperitoneal. According to the reporter: in the beginning of use, the black part was broken. Another device was used. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operating time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).